Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Inserted a light tampon that didn¿t have a string on it... Getting it out of my body was very challenging [foreign body in reproductive tract] inserted a light tampon that didn¿t have a string on it... Getting it out of my body was very challenging [device physical property issue] case narrative: consumer reported via email that the tampon didn't have a string on it making removal challenging. No serious injury was reported.